Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause of the problem was isolated to bga components u104 and u1003 on computer analog (ca) board sn (B)(4). The bga components had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 5/9/13. Additionally, liquid contamination was found on the battery board. The root cause of the contamination was unable to be positively identified, but is likely ingress of an unknown contaminant. No adverse event resulted from the defective battery charger/modem.